Event description:
Additional information was received from the rep. They reported that the issue of high impedance happened as soon as the lead was placed in the operating room (or). It happened both when testing the lead with a test cable and after the battery was connected. The lead with high impedance was explanted and the physician requested a new lead be opened. The new lead was placed and had no impedances when tested using either the test cable or the battery. The rep has the lead and was waiting for return mailer to be received. They will be shipping the lead back.

Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va3626x, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va3626x implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. They reported that the issue did not occur during a trial, it was in an implant and the ens was used to test the lead. The lead was reported for high impedance but was not implanted. The lead was placed in the sacrum and then tested but was removed and never implanted due to the high impedance. It was removed and another lead was permanently placed. The cause of the 0 electrode being consistently out was not determined. The most likely cause of the issue was unknown. As resolution, another lead was placed. The lead with the high impedance was never permanently placed in the patient. The issue was resolved as another lead was used. The cause of no motor response from the ens was not determined. The most likely cause was unknown. As resolution, another lead was implanted and no high impedance issues were reported. The issue was resolved. The cause of the test being high for impendence was not determined. The most likely cause was unknown. As resolution, another lead was used. The issue was r esolved. The device was intended to treat urge incontinence. The customer was not asked to return the device and it has not been returned to the lab for analysis. The rep had possession of the device. The information had been confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the rep reported high impedance for all electrodes, and with further testing the 0 electrode was consistently out. Technical services(ts) had rep test for motor response with the ens and 1,2,3 gave motor response except electrode 0. The lead was wiped and healthcare provided (hcp) tried to suction the header block on the neurostimulator; rep ran impedance again and 0 was an open circuit. Ts told rep that 0 is likely a true open circuit due to no motor response and it being consistently high for impedance test. Ts told rep that it's up to hcp to determine if lead needs to be replaced. Ts sent email to rep for more information.

Manufacturer narrative:
H3: analysis of the returned lead (l/n: va3626x) revealed that the lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.